Event description:
During a routine follow up post operative visit for programming, it was noted that the patient did not receive paresthesia from the right lead. X ray taken during the visit showed lead had migrated out of the epidural space. The patient continues to have pain coverage through the left lead towards the left side of their body.a revision surgery is to be scheduled.

Manufacturer narrative:
As per the event, the right lead has migrated however the serial number of this device cannot be confirmed. The patient has been implanted with 2 evoke cap12 percutaneous lead kit - 60cm (us): (B)(6).

Manufacturer narrative:
As at 15-sep-2023, there has been no communication that a revision has occurred. Without the return of any device for analysis, it is not possible to reach a definitive root cause. The x-ray images showing the migration were not made available. Lead migration or suboptimal placement, which may result in undesirable stimulation changes is listed as a potential risk in manufacturer's instructions for use (IFU). The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
During a routine follow up post operative visit for programming, it was noted that the patient did not receive paresthesia from the right lead. X ray taken during the visit showed lead had migrated out of the epidural space. The patient continues to have pain coverage through the left lead towards the left side of their body.